Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.2 had failed to release the cubie pocket. The customer stated that they were able to unload the cubie pocket to resolve the issue. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 had failed to release the cubie pocket, and it required maintenance. The customer indicated that there was a delay in treatment. There were no adverse events or injuries reported based on this event.